Event description:
It was reported that an ilet could not pair with the mobile application, with the android device displaying ¿ilet found in an unexpected mode,¿ and standard troubleshooting steps were unsuccessful, leading to replacement of the device. Symptoms included no adverse physiological effects and blood glucose levels were unaffected. Outcomes included temporary unavailability of the device for pairing and a delay in shipment of the replacement, with the patient continuing dexcom use as normal. Investigation included remote technical troubleshooting, device restart attempts, bluetooth re-pairing steps, app reinstallation, and coordination for device replacement and return. Investigation of this case revealed a persistent pairing malfunction consistent with a communication or state-mode fault in the pump system that prevented expected bluetooth connectivity. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction due to faulty hoverboard.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.